Event description:
The customer reported the device was not detecting the pads cable and displayed multiple error messages including pacer equip malfunction.

Manufacturer narrative:
(B)(4). The customer reported the device was not detecting the pads cable and displayed multiple error messages including pacer euqip malfunction. There was no report of pt involvement or adverse pt impact. Philips evaluated the device and confirmed the pads cable connection issue. The power pca was replaced to resolve this issue.